Event description:
It was reported that the patient's atrial leadless pacemaker (lp) dislodged during implant procedure. It was elected to complete the procedure without an atrial lp on 6 aug 2024. There were no patient consequences.